Event description:
It was reported that intermittent loss of capture was observed on the right ventricular (rv) lead during an in clinic follow-up. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.